Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a replace backup battery alarm was noted yesterday, (B)(6)2025 around 21000 and then again today (B)(6)2025 around 0840. The patient came to replace the backup battery (ebb) and the alarm was no longer active and a self test was performed two times and did not show any alarms. Log files were sent for review and the log file confirmed the ebb faults on (B)(6)2025. The ebb fault was due to the ebb failing the load test. Otherwise, the log file captured routine events, there were no notable alarm conditions or parameter changes. The ebb had been reseated, and a self-test was performed that did not show any alarms. Patient reported that they were sitting on the side of the bed with their system controller sitting next to them. Patient was currently admitted to the hospital and self-test was being performed by nursing staff at change of shift when alarms occurred last night and this morning. Patient did not report any trauma to the system controller. The patient was admitted to the hospital for weakness and was found to be anemic. The ebb was reseated with no further alarms or issues noted. No equipment was exchanged.

Manufacturer narrative:
Section b2 correction. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was admitted to the hospital for weakness and was found to be anemic. The patient was found to have gastrointestinal bleeding. There was bleeding found on the upper gastrointestinal scope, with possibility of arteriovenous malformation. The site was not sure if this could be attributed to the device. The patient did not have any gastrointestinal bleeding prior to implant. The bleeding resolved as of (B)(6) 2025. The arteriovenous malformation was cauterized and clipped via esophagogastroduodenoscopy.

Manufacturer narrative:
Corrected data: section b2: corrected. Section h6: component code corrected. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Review of the submitted log file showed the system operating as intended. No further information was provided. The manufacturer is closing the file on this event.